Manufacturer narrative:
Concomitant medical devices: 5054-58 lead, implanted: (B)(6) 2000; 5554-45 lead, implanted: (B)(6) 2000.

Event description:
It was reported that there was premature battery depletion of the device and the right ventricular (rv) lead had high thresholds. Longevity estimation is one year. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.